Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 40-year-old male patient with a past medical history of renal insufficiency, presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), prior to initiation of support. After 18 days of support, the device was successfully weaned. Post-explant, the physician noted biomaterial on the impella. It was noted that prior to explant, there were no elevated purge pressures during use. An angiogram was completed, which confirmed no trauma to the vessel. Successful surgical closure. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.5l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support.

Manufacturer narrative:
The device will be returned for evaluation.

Manufacturer narrative:
B2 selection was revised as it was reported incorrectly on the initial report that was submitted. D4 catalog and serial were revised. Primary UDI number was added. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - patient-device interaction/thromboembolism: the cause of the injury was not determined due to insufficient clinical details.